Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold and low sensing amplitude were observed on the atrial lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure and discharged home.